Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate a pancreatic fluid collection which measured 15 -18cm in diameter in a teenager patient with acute leukemia who had had a prior stroke and was nonverbal at baseline. She developed acute pancreatitis from l-asparaginase chemotherapy which led to an infected pancreatic fluid collection, during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician looked for a dependent drainage site and found a small distal target. It was noted that the scope position and angle were adequate, and no elevator was needed for the puncture. A cautery fistula was created, and there was sufficient space for the delivery catheter. The handle was fully actuated for deployment of the distal flange of the stent, but no expansion of the distal flange was seen endosonographically. The physician tried some maneuvers to facilitate the expansion, but there was no success. Upon switching to the endoscopic view, the distal flange was seen to have deployed within the gastric lumen. The delivery catheter remained within the fluid collection. An attempt was made to pass a guidewire through the catheter, but this was unsuccessful due to the positioning of the catheter and scope. As a result, the stent was removed. A sphincterotome was then used to cannulate the cautery fistula with fluoroscopic guidance, and two double pigtail stents were placed which led to successful drainage. It was noted that the procedure was more challenging due to limited staff experience with axios and other related devices. It was reported that the patient suffered a fistula. Aside from this, no other complications have been reported as a result of the event at this time.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf impact code f2301 captures the reportable event of additional device required.